Event description:
Customer reported devcie = 579 mg/dl at 8:43 pm. Customer did not feel well. Customer went to the hosp emergency room (ER). ER = 507 mg/dl at about 1.5 hours later. One hour later, hosp device = 379 mg/dl. Customer was given an insulin IV and kept overnight. Customer's glucose was 140 mg/dl the next morning and was released. No controls were used. A request was made for return product and replacement product was sent.